Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded proximal left anterior descending artery. Pre-dilatation was performed with a 1.25 x 15 mm non-abbott semi compliant balloon catheter to 8 atmospheres and then a non-abbott 2.5 x 10 mm balloon catheter to 10 atmospheres. An attempt was made to advance a 2.5 x 38 mm xience prime stent delivery system (sds); however, the sds could not cross the lesion and the shaft outside the anatomy separated. The procedure was successfully completed with another stent delivery system. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.